Manufacturer narrative:
(B)(4). The compliant devices are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that some rt236 infant dual-heated evaqua breathing circuits were not passing the ventilator leak test prior to patient use.

Manufacturer narrative:
(B)(4). Devices returned: 4 x rt236, lot 130607, date of manufacture: 7 june 2013; 9 x rt236, lot 130619, date of manufacture: 19 june 2013. Method: thirteen rt236 infant dual heated evaqua breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. They were visually inspected and pressure tested. Results: visual inspection revealed no physical damage to the returned circuits. The pressure test revealed that the circuits were within specification. Conclusion: no fault was found with the returned rt236 infant dual heated evaqua breathing circuits. All rt236 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails any of these tests is discarded. The user instructions supplied with the rt236 infant dual heated evaqua breathing circuit state: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." "Use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb."

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) representative that some rt236 infant dual-heated evaqua breathing circuits were not passing the ventilator leak test prior to patient use.